Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. As a result of the motor defect, the distribution board got damaged and in turn caused the power connector on the ac mains board to become discolored, so the connector and ac mains were replaced as well as a precaution. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t stirrer motor got blocked while performing device cleaning and there was a burning smell. There was no patient involvement.

Event description:
See initial report.

Manufacturer narrative:
H.10: the affected stirrer motor was returned to livanova arvada. Visual inspection revealed rust present on the stirrer motor bearing and burnt mark was found on the ac board connector. However, the board was still functional and replacement was only proactive. The root cause of the reported issue was a mechanical damage of the stirrer motor. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.